Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse completed universal surgical manipulator (usm) calibration and tests. Fse test-drove the system with the operating room (or) director, completing guided tool change (gtc) several times on each arm error-free. There was no trouble found. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator 3 (usm) moved unexpectedly. The customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) after the procedure and stated that arm 3 moved to an unexpected position suddenly during instrument exchange. The arm was lateral and parallel to the floor. After removing the instrument, the docked arm moved to an almost vertical position. The customer moved the arm to the normal position for the approach and reinserted the instrument. The issue did not reoccur. The procedure was completed with no reported injury.